Event description:
On 01/22/2026, our sales representative reported that the patient developed ongoing pain and surrounding bone edema at the surgical site. It is assumed that the mg osteocrete is having an effect on the patient after being implanted on (B)(6) 2025. There have been no instances of this known to date. The patient underwent an open revision surgery on (B)(6) 2026 to remove the implanted mg osteocrete. During the revision procedure, dr. (B)(6) obtained tissue pathology samples for malignancy and infection workup. The labs result on (B)(6) 2026 state that cultures and pathology are all negative for infection but do show inflammatory cells. The incident reported is an expected and foreseeable effect which was described in the instruction for use and in the risk assessment. The precautions / warnings / potential adverse events in the instruction for use already cover the occurred event, and hence it can be concluded that there are no corrective actions required.